Manufacturer narrative:
(B)(4). An expanded investigation through correction and removal fa27sep2010 was conducted to evaluate this issue. The root cause identified for this issue is installation of the incorrect fuse by either the customer or the field service representative. A product correction letter was sent to the customers along with the fuse label to be affixed to the back of the instrument instructing the customer to check if the fuse matches the voltage of operation and to install the correct fuse (provided in the accessory kit shipped with the analyzer) following replacement instructions provided in the letter. The customers are also instructed to order the correct fuse if it is not provided in the accessory kit.

Event description:
The power supply fuse of the cell-dyn analyzer was replaced by a 5 ampere slow blow fuse per fa27sep2010. The customer was unable to confirm the initial fuse amperage. No impact to patient results, patient management or user safety was reported.